Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue could not be verified.

Manufacturer narrative:
Per tandem¿s cartridge instructions for use: "replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. This can cause very high or a very low blood glucose.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 43 mg/dl. The cause of low bg level was because the cartridge and infusion set had been in use for more than 48 hours with humalog insulin. Tandem technical support (cts) educated the customer on insulin labeling. The customer also reported that they had a seizure and were involved in a car accident because of the low bg level and received third party assistance from emergency medical services (ems), who provided a glucagon injection and took the customer to the emergency room (ER). The ER provided intravenous (IV) treatment and fluids of saline to address bg. The customer was discharged from the ER on (B)(6) 2024 with the issue resolved and no permanent damage. Recommendation was made to consult with a healthcare provider regarding diabetes management.